Manufacturer narrative:
Blazer ii htd catheter was evaluated by boston scientific. Visual inspection was performed, and no damages were observed. Functional test noted that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.the laboratory analysis was unable to confirm the reported clinical observations. The device was found within specifications.

Event description:
It was reported that during a procedure to treat a paroxysmal supraventricular tachycardia a blazer ii htd catheter was selected for use, however, the device presented an issue related to its sensor and a temperature error, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The catheter was returned to boston scientific for laboratory analysis.

Event description:
It was reported that during a procedure to treat a paroxysmal supraventricular tachycardia a blazer ii htd catheter was selected for use, however, the device presented an issue related to its sensor and a temperature error, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.